Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the ventricular lead. Oversensing caused inappropriate charging for hv therapy, however the shock was aborted due to return of normal sinus rhythm. The lead was tested and programming changes were made. The patient will continue with routine follow up.